Event description:
It was reported that this implantable pacemaker is suspected of premature battery depletion (pbd). Boston scientific technical services (ts) discussed that there are no prior calls and device do not appear that there have been any pbd. The device remains in service. No adverse patient effects were reported.